Event description:
On 7/6/90 the dynaflex device was implanted. On 10/21/92 the right cylinder was revised. On 7/2/97 the dynaflex device was removed from the pt and a malleable device was implanted due to "pt dissatisfaction-fluid loss."